Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-21809 it was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the pacemaker and atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition and will continue to be monitored.